Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 260 mg/dl and 280 mg/dl. The user alleged the insulin pump was under delivering. Customer had symptoms such as nause, vomiting abdominal pain and difficulty in breathing. Customer was treated with bolus. Customer declined to test on insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.